Event description:
It was reported that pump issued repeated cartridge alarms identified as alarm 20 that did not occur during cartridge loading. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump shipment, provided instructions for storage mode and transferring pump settings and cgm connection to replacement pump, and instructed customer to return malfunctioning pump using pre-paid label within specified time frame.